Event description:
A facility reported that they had been using expired cidex opa test strips for testing the cidex opa solution. The customer stated there were no pt injuries related to this event. The staff has been retrained on the correct use of cidex opa and using cidex opa test strips.